Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported problem. A review of the device history records revealed no issues that could have caused or contributed to the iipv event. The reported problem was identified through evaluation of the information provided by the customer. The cause of the iipv event was determined to be one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred during use on the home choice (hc). This indicates an increased intra-peritoneal volume (iipv) where the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. It was reported that the patient drained approximately 4200ml. The total volume equaled 12000ml, the therapy time equaled 9 hours, the fill volume (fv) equaled 2100ml, the last fill volume (lfv) equaled 1500ml, the patient weight equaled 69 kilograms, and the therapy cycles equaled five. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A device history review and service history review will be performed. Should additional relevant information become available, a follow-up report will be submitted.